Manufacturer narrative:
(B)(4).

Event description:
It was reported that signal loss over one hour occurred. It was indicated the patient started their transmitter past the 'use by' date, which is off-label usage of the device. A review of the share logs was performed and signal loss was found within the investigation window. The allegation was confirmed. The probable cause was the patient closed the mobile app. No injury or medical intervention was reported.

Event description:
It was reported that loss of connection occurred on 07-19-2022 for transmitter with serial number (B)(6). However, transmitter with serial number (B)(6) was returned for evaluation. It was indicated the patient started their transmitter past the 'use by' date, which is off-label usage of the device. An external visual inspection was performed and passed. Voltage test was performed and failed. A review of the share logs was performed and signal loss over one hour was found for serial number 8ph22l within the investigation window. The allegation was confirmed. The probable cause could not be determined. No injury or medical intervention was reported.

Manufacturer narrative:
(B)(4).